Event description:
The hospital reported that the hemashield mdv bifurcated graft had a staple through the inside packaging and the device was contaminated. The exterior of the package was intact. The staple was found prior to opening the sterile wrapping. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to the maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).